Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the cap of a connector of an evd: external drainage system (ID 821730c) broke while changing the bag . Therefore, on (B)(6) 2024 a new evd system was primed and connected to the patient at the bedside. Once the new system was attached the staff noticed that there was csf leaking on the floor and bag of system. Upon inspection, the system was confirmed to be securely connected; however, it was determined that the bag itself was leaking. As a result, a new bag was connected. No harm to the patient was reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The external drainage system (ID (B)(6)) was not returned for evaluation as the product was not retained and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to human misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate this issue.

Event description:
N/a.